Manufacturer narrative:
Of the 2 allegations of a malfunction, 2 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning.

Event description:
This report summarizes <noe> 2</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced an inuslin on board calculation issue. These reports were received from various sources. The patients associated with this allegation ranged from (B)(6) years of age and between (B)(6) pounds. Of the reported patients, 2 were male, 0 were female, and 0 were unknown.

Manufacturer narrative:
Follow up #1 06/16/2016: of the 2 allegations of a malfunction, 2 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that the one touch ping model pump experienced an insulin on board calculation issue. These reports were received from various sources. The patients associated with this allegation ranged from 7-70 years of age and between 38 and 38 pounds. Of the reported patients, 2 were male, 0 were female, and 0 were unknown.